Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the attachment device seated on the motor device. However, the cutter device could not be secured due to the components being power-broken. It was determined that the cause of the power-broken was due to failure to follow the directions for use and running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device would not seat the attachment device. During in-house engineering evaluation, it was observed that the device was power-broken. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.